Event description:
Olympus (osh) was informed by the customer that switch 1 of the evis lucera elite gastrointestinal videos was leaking, the nozzle. The issue was found during reprocessing. The scope was returned for repair and during inspection/testing, insufficient reprocessing was determined as the nozzle was found clogged with a foreign object. No death or injury was reported to olympus.

Manufacturer narrative:
The evaluation found the nozzle was clogged as there was some tissue adhesive in the nozzle. Additionally, switch 1 was cut/ leaking. The concerned product has been repaired once in the past year; (B)(6) 2021 as the bending section cover had leakage. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the exact cause of the reported issue could not be conclusively determined. The potential cause of the event can be attributed to the following: medical adhesive was injected through endo therapy accessory during procedure. The user mishandled the accessory while withdrawing it. Then the adhesive adhered to tip of the biopsy channel. The adhesive solidified and remained at the air/water nozzle. The facility staff was less trained in reprocessing and/or device handling according to IFU. In general the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ IFU states ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patientprocedure¿. If an olympus accessory was used, it is thought to be disposal needle. IFU of the needle cautions the user about its withdrawal as follows: ¿withdrawing the instrument from the endoscope warning do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.